Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that this patient with a 21mm aortic valve, implanted for three (3) years and one (1) month, is being evaluated for a valve-in-valve procedure due to regurgitation.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Event description:
It was reported that this patient with an 11500a 21mm inspiris resilia aortic valve, implanted for three (3) years and one (1) month, underwent valve-in-valve procedure due to severe bioprosthetic insufficiency and severe calcific aortic stenosis. A 26mm medtronic evolut proplus transcatheter valve was implanted inside the 21mm valve. Patient presented with cardiac sarcoidosis and acute on chronic systolic heart failure. The patient left the operating room to go to the ICU in stable condition, having tolerated procedure well.